Event description:
International affiliate reports the polyaxial screw had been implanted for approximately 18 months. The patient's spine had fused but the patient was experiencing pain. Surgery found the polyaxial screw had broken. The head portion of the screw was removed but the shank portion could not be retrieved and remains in the patient.

Manufacturer narrative:
Visual examination of the returned screw portion found the fracture occurred at the base of the polyaxial screw head. Scanning electron microscopy revealed a fracture patern consistent with fatigue loading. No material defects or other abnormalities were observed during the analysis. Review of the device history record confirm the lot met especification requirements when released to stock, there have been no other complaints for this lot. No conclusions can be made at this time. The device is intended to be a temporary fixation device to ad in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.